Event description:
A malfunction was reported with the pump displaying malfunction code 9, and fault ID 9-0x20f1 was available. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to reset the pump using the tandem charging pad and was informed that a third-party charging pad with compatible voltage and wattage could be used for troubleshooting.